Manufacturer narrative:
Per chemistry study, the ir spectrum of the gray material showed similar absorption characteristics when comparing to polyethylene like material. The supplier was notified of this event.

Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of ¿unknown black plastic-like material was found inside the three-way stopcock¿ was confirmed. One unknown gray material was found inside of the female luer of the stand-alone three-way stopcock on the extra pressure tubing. The material was approximately 5x2mm in size. The extra pressure tubing was connected to the distal tubing male connector of the returned dpt kit. The material stayed at the same location inside of the female luer of stand-alone three-way stopcock after 5 minutes of continuous flushing. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the chemistry results once received. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this case the particulate was identified by the clinician before use of the product. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that an unknown black plastic-like material was found inside of the three-way stopcock of a dpt before use. There was no patient involvement.